Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No non-conformances were identified for this lot. No similar complaint was received for lot 5b03228 and malfunction code uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging. The machine logbook was checked, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. The products have been packed according to the instruction for packing. Final inspection of inner boxes and products is performed by the quality assistant to check welds on peel packs. Based on the available documentation and investigation results, no manufacturing-related root cause was identified for this complaint. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported "the packaging was torn".